Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review results will be reported once completed. Multiple attempts to obtain additional information from the healthcare provider were unsuccessful. The cause of death remains unknown. There has been no report that suggests a device malfunction/failure which may have contributed to this event.

Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Event description:
(B)(4) - (B)(4) death (no info available) (B)(4)-71. It was reported that the patient has expired. The date of patient's death and implant duration were not provided; therefore, the aware date is being used as the occurrence date. It is unknown if the death was device related. No further details were reported. Information was learned through implant patient registry.. In this case, it was learned that the patient expired; the date and cause of death were not provided.